Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. This device is not marketed in u.s., therefore 510k is not applicable.

Event description:
On nov. 18, the user found that the main lamp can not be lighted before the procedure and it needs to re-powered on the processor for many times to illume the light. The user finished the procedure in successfully. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: no repair has been made. The IFU of the device states, that the user shall check the lamp before the procedure. If it shows "please replace the lamp", then the user shall replace the lamp. The user replaced the lamp, and the problem was solved. Correction information: h6: coding changed, based on the investigation result.